Event description:
Patient underwent essure placement at outside facility about a month ago. Patient reported right sided pelvic pain since placement. Transvaginal ultrasound performed at an outside facility showed right essure coil within myometrium and devices in pelvis. About three weeks later, at this facility, patient underwent an operative laparoscopy, bilateral salpingectomy, and excision of essure devices as well as a laparoscopic ileocecectomy due to a full-thickness perforation of both walls of the terminal ileum due to migration of an essure coil.